Event description:
It was reported that during a coronary artery bypass graft, the tissue pad was detached off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument and not returned. As a result of the clamp arm detachment, the tube assembly was distorted. The tissue pad could not be inspected due to the clamp arm was not returned and the tissue pad is embedded to clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.